Manufacturer narrative:
The astral device was returned to redmed for an investigation. Performance testing confirmed the reported power issue. The investigation determined that the root cause was a cell imbalance. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly while using its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly while using its internal battery. There was no patient injury reported as a result of this incident.